Manufacturer narrative:
No further follow up is planned. Evaluation summary a male patient reported the injection button of his humapen ergo ii device could not move out. The patient experienced increased blood glucose levels. The investigation of the returned device (batch (B)(4), manufactured september 2011) found that the body of the device was cracked near the dose window lens. This damage was consistent with excessive force while in the field. There was also evidence of exposure to an unknown chemical, not related to the manufacturing process, on the exterior of the pen. The device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The user manual describes the proper care and storage of the device. It further instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The device was subjected to excessive force while in the field and was exposed to an unknown chemical in the field (not related to the manufacturing process). It is unknown if this is relevant to the complaint of increased blood glucose levels.

Event description:
(B)(4) this solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) male patient. Medical history and concomitant medications were not provided. The patient received insulin human (humulin, specific type was unknown) from cartridge subcutaneously for diabetes, therapy start date and dosage regimen were not provided, insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog 25) from a cartridge, 30 units in the morning daily subcutaneously for the treatment of diabetes, beginning in 2014. He also received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50) from a cartridge, 8-12 units in the evening daily for the treatment of diabetes, beginning in 2014; all of them via a reusable pen (humapen ergo ii). In 2014, he was hospitalized due to high blood sugar for many times because the effect of insulin human was not good. Physician changed to use insulin lispro 75/25, the initial dosage was morning 30 units and evening 25 units. In the end of 2014, he was hospitalized again because the effect of insulin lispro 75/25 was not good; the blood sugar could not drop down. The fasting blood glucose was 18-19 and the postprandial blood glucose was 26-26. In the end of 2014, he was hospitalized again during the period of hospitalization, the dosage was up to 70/day but it also did not work. Physician suggested him to use insulin lispro 75/25 in the morning and insulin lispro 50/50 in the evening. The dosage was morning 30 units and evening 8-12 units in the evening. The dosage of insulin lispro 50/50 was not decided by physician, just adjusted to patients blood sugar value. He was hospitalized for half a month. In (B)(6) 2015, he was hospitalized and had peritoneal dialysis. After peritoneal dialysis, the blood sugar dropped down, he was discharged in (B)(6) 2016. Before he could not walk and whole body was weakness. By (B)(6) 2016, his eyes could not see clear for half a year and his blood sugar was unstable now (sometimes high and sometimes low). The fasting blood glucose was 7. After using insulin lispro 50/50, the symptom improved. On (B)(6) 2016, the screw rod of the humapen ergo ii could not pull out (product complaint 3641528/lot 1109d03). The corrective treatment and outcome of the remaining events were not provided. Insulin lispro 75/25 and insulin lispro 50/50 therapies were continued. It was unknown if human insulin would be restarted. The operator of the humapen ergo ii and her/his training status were not provided. The general duration of use of the humapen ergo ii and the duration of use of the suspect humapen ergo ii was one year approximately. The device was returned on 27-apr-2016, and no malfunction was found. The reporting consumer did know if the events were related to human insulin, insulin lispro 75/25 or insulin lispro 50/50. Update 25-apr-2016: upon review of the source information from 19-apr-2016, the unknown humapen was updated to a humapen ergo ii based on a verifiable lot number; added the product complaint number 3641528; and updated the narrative. Update 27-apr-2016: additional information received on 27-apr-2016 from global product complaint database updated the lot number from 1402d02 to 1109d03 for product complaint 3641528. The product tab for humapen ergo ii and the narrative were updated. Update 04-may-2016. No more additional information was received from the initial reporter on 29-apr-2016. There were no responses to the calling. No changes were made to the case. Update 17-may-2016: product complaint numbers were received on 21-apr-2016 ((B)(4)). No more changes made in case. Update 14-jun-2016: additional information received on 13-jun-2016 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the malfunction field to no; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) male patient. Medical history and concomitant medications were not provided. The patient received insulin human (humulin, specific type was unknown) from cartridge subcutaneously for diabetes, therapy start date and dosage regimen were not provided, insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog 25) from a cartridge, 30 units in the morning daily subcutaneously for the treatment of diabetes, beginning in 2014. He also received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50) from a cartridge, 8-12 units in the evening daily for the treatment of diabetes, beginning in 2014; all of them via a reusable pen (humapen ergo ii). In 2014, he was hospitalized due to high blood sugar for many times because the effect of insulin human was not good. Physician changed to use insulin lispro 75/25, the initial dosage was morning 30 units and evening 25 units. In the end of 2014, he was hospitalized again because the effect of insulin lispro 75/25 was not good; the blood sugar could not drop down. The fasting blood glucose was 18-19 and the postprandial blood glucose was 26-26. In the end of 2014, he was hospitalized again during the period of hospitalization, the dosage was up to 70/day but it also did not work. Physician suggested him to use insulin lispro 75/25 in the morning and insulin lispro 50/50 in the evening. The dosage was morning 30 units and evening 8-12 units in the evening. The dosage of insulin lispro 50/50 was not decided by physician, just adjusted to patients blood sugar value. He was hospitalized for half a month. In (B)(6) 2015, he was hospitalized and had peritoneal dialysis. After peritoneal dialysis, the blood sugar dropped down, he was discharged in (B)(6) 2016. Before he could not walk and whole body was weak. By (B)(6) 2016, his eyes could not see clear for half a year and his blood sugar was unstable now (sometimes high and sometimes low). The fasting blood glucose was 7. After using insulin lispro 50/50, the symptom improved. On (B)(6) 2016, the screw rod of the humapen ergo ii could not pull out (product complaint (B)(4)/lot 1109d03). The corrective treatment and outcome of the remaining events were not provided. Insulin lispro 75/25 and insulin lispro 50/50 therapies were continued. It was unknown if human insulin would be restarted. The operator of the humapen ergo ii and her/his training status were not provided. The general duration of use of the humapen ergo ii and the duration of use of the suspect humapen ergo ii was one year approximately. If device was returned, evaluation will be performed. The reporting consumer did know if the events were related to human insulin, insulin lispro 75/25 or insulin lispro 50/50. Update 25-apr-2016: upon review of the source information from 19-apr-2016, the unknown humapen was updated to a humapen ergo ii based on a verifiable lot number; added the product complaint number (B)(4); and updated the narrative. Update 27-apr-2016: additional information received on 27-apr-2016 from global product complaint database updated the lot number from 1402d02 to 1109d03 for product complaint (B)(4). The product tab for humapen ergo ii and the narrative were updated.